Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right ventricular (rv) lead which was oversensed resulting in an inappropriate shock and impedance changes. It was suspected there was a lead fracture. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned and replaced successfully. The device is not expected to be returned. No additional adverse patient effects were reported.